Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported the patient experienced a gastrointestinal bleed (gib) and the patient was admitted on (B)(6) 2013. The following day the patient underwent a small bowel enteroscopy and the findings were gastric mucosal abnormality in antrum characterized by erythema, jejunal lesion (possibly angiodysplasia or dieulafoy lesion). One hemostatic clip was placed. The lvad team will continue to monitor and maintain hemoglobin and hematocrit while cautiously reintroducing anticoagulation, continue twice daily a proton pump inhibitor. No additional information was provided.